Event description:
The customer reported to olympus the subject device has a layer on the lenses and cannot be removed by normal rinsing. During a procedure where the patient was bleeding, the device had to be retracted and cleaned two times so the physician had a clear view again. The bleeding was not related to the subject device. No patient injury or harm. The customer did not specify which of the five (5) endoscopes were used in this patient procedure. Therefore this patient procedure will be submitted for all endoscopes. The customer stated, when this coating appears, the procedure is stopped, the device is removed from the patient, the distal end lens is cleaned with 70% alcohol, and then reinserted into the patient. The devices have been tested for microbial contamination and the results were negative. No patient infections or complications have happened due to the layer on the lens. The issue occurs especially bad if there is blood involved with the procedure. This is a reoccurring issue that happens at irregular intervals so we cannot identify why this is happening sometimes. This event includes 5 reports as follows: patient identifier (B)(6) is for cf-h170l, (B)(4). Patient identifier (B)(6) is for gif-h170, (B)(4). Patient identifier (B)(6) is for cf-h170l, (B)(4). Patient identifier (B)(6) is for cf-h170l, (B)(4). Patient identifier (B)(6) is for gif-h170, (B)(4). This is report 4 of 5 for patient identifier (B)(6), (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device has not been returned to olympus and cannot be inspected. From the complaint information, it was observed that the layer (coating) on the lenses disturbed the field of view and the image was blurred. In consideration of the event not occurring continuously, the following were arrived at as likely causes: 1. Reprocessing method at the facility differed from IFU recommendation which made the surface of lenses imperfectly clean. 2. The facility staff was less trained on reprocessing and/or device handling in accordance with IFU. The following similar cases were found with the use of different devices: (B)(4), cf-h170l, (B)(4); (B)(4), gif-h170, (B)(4); (B)(4), cf-h170l, (B)(4); (B)(4), cf-h170l, (B)(4); (B)(4), gif-h170, (B)(4). The instruction manual identifies the following related verbiage: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.